Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The samples were discarded.

Event description:
It was reported that the pads were giving low flow. There were two set of pads in the kit. Therapy was interrupted in order to put the patient on the second set of pads in the same kit. The pads were switched again to a new set of pads from a different kit. Therapy was resumed on the new set of pads without any further issue.